Manufacturer narrative:
(B)(4). It was reported that there was noise on all bs and ic ECG's on the c3 and ep recording systems. The noise presented on all the channels, including the 12 leads of bs and ic, and it made the signals unreadable. The smarttouch catheter and cable were exchanged without resolution. The entire carto3 system was exchanged and the noise resolved. The system was sent to carto manufacturer (htc) for further investigation. Htc tested the system and found no problem. The system passed relevant tests successfully. The complaint was not confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that during an afib - paroxysmal procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The smarttouch catheter and cable were exchanged without resolution. The entire carto3 system was exchanged and the noise resolved.

Manufacturer narrative:
(B)(4).